Manufacturer narrative:
Device received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump erroralarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer reported critical pump error to insulin pump. The insulin pump received red x image on the screen. Customer went for swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.